Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. The device was checked in clinic and all diagnostics were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, no changes were planned and the system will continue to be monitored. Should additional information become available this report will be updated.